Event description:
A reagent 2 probe crashed on an advia 1800 chemistry system. The reagent probe was severely bent and was stuck on a reagent bottle. The customer tried to free the probe and her hand was punctured. The customer stated that the injury was minor and did not seek medical attention. The customer did not provide any further information.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the advia 1800 instrument. The fse evaluated the instrument and determined that the liquid level sensing amplifier caused the reagent 2 probe to crash. The fse replaced the liquid level sensing amplifier and reagent 2 probe. The instrument is performing within specifications. No further evaluation of the device is required.